Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "date of awareness of today. Patient revised due to instability and soft tissue laxity. No other information available due to hospital policy." Right knee.